Event description:
Follow-up information revealed the patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s ipg was explanted and replaced with another model.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has pain at ipg site with no reported falls or trauma. The patient has requested surgery to have scs system explanted however the patient has considered replacement of ipg.